Event description:
Swelling of both knees [joint swelling]. Arthrocentesis (43 ml r and 56 ml l) [joint effusion]. Many neutrophils in the synovial fluid/synovial fluid white blood cells positive [synovial fluid white blood cells positive]. Case description: spontaneous report was received on 12-jun-2012 from a physician regarding a (B)(6) female with initials (B)(6), with gonarthrosis of both knees. The pt¿s medical history was significant for right knee operation and complicated subluxation of patella. On (B)(6) 2012, the pt initiated treatment with intra-articular synvisc (hylan g-f 20) injection, 2 ml, in an unspecified location. The lot number for synvisc was not provided. It was reported that on unspecified dates, arthrocentesis was performed and 26.4 ml fluid was aspirated from right knee and 18.4 ml from left knee for the first time; 21 ml from right and 8ml from left for the second time and 5.6 ml from left knee and very slight from the right knee for the third time. On an unspecified date in (B)(6) 2012, the pt received second synvisc injection. On (B)(6) 2012, she received third synvisc injection. On (B)(6) 2012, swelling developed in both knees. Arthrocentesis was performed and 43 ml fluid was aspirated from right knee and 56 ml from left knee (effusion). Synovial fluid analysis showed may neutrophils from which allergic reaction was assumed. The same day, the event of swelling of both knees resolved. The outcome for the events of ¿many neutrophils in the synovial fluid¿ and ¿arthrocentesis (43 ml r and 56 ml l)¿ was not provided. Relevant concomitant medications were not provided. The intensity for the events was not provided. The relationship between synvisc and the event of swelling of both knees was reported as unk. The reporting physician did not provide the relationship between synvisc and the events of ¿many neutrophils in the synovial fluid¿ and ¿arthrocentesis (43 ml r and 56 ml l).¿ follow-up info was received on 17-jul-2012 from the physician regarding a (B)(6) pt which upgraded the case to serious (due to treatment with steroid injection) on (B)(6)2012, gonarthrosis developed in both knees (k-l grade unk) and initiated synvisc weekly injections, in both knees. The same day, 26.4 ml fluid was aspirated from right knee and 18.4 ml from left knee prior to first injection. On (B)(6) 2012, the pt received second synvisc injection; 21 ml joint fluid was aspirated from right knee and 8ml from left knee prior to injection. Using a disposable needle without sterilized gloves, she had the third injection into external suprapatellars of both knees after sterilizing with iodine and alcohol. She had arthrocentesis (slightly from right and 5.6ml from left knee) prior to the injection. On (B)(6) 2012, swelling was confirmed and she used ketoprofen tape for treatment. It was confirmed that she had no complications including immune system decreased, generalized infectious symptoms, skin disease around the injection site or intra-articular infection. On (B)(6) 2012, she visited the institute and had severe intra-articular inflammatory symptom as joint effusion (43 ml from right and 56 ml from left). Fluid cell test revealed white blood cell positive with high neutrophil value. She received intra-articular steroid injection into both knees. On (B)(6) 2012, swelling was confirmed. On (B)(6) 2012, she visited the clinic at 10.00 with knee joint swelling and 30 cc fluid was aspirated. On (B)(6) 2012, she visited again with joint knee was swelling. Arthrocentesis was performed and 37 cc fluid was aspirated and intra-articular methylprednisolone acetate injection. The site was treated with ketoprofen tape which improved the symptom. The outcome for the two episodes of swelling was recovered. The intensity for the two episodes of swelling was assessed as unk. The reporting physician assessed the relationship between synvisc and the two episodes of swelling as possible. It was reported that the pt did not have allergy against egg and chicken however, the physician considered that the pt might have allergy reaction due to high neutrophil value.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on 15-jun-2012. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if corrective action is required. MFR's comment: the benefit-risk relationship of the product is not affected by this report.